Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the surgeon retained the explanted device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, unknown liner, lot # unk, item # unk, unknown stem; lot # unk, item # unk, unknown cup, lot # unk . Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05470, 0002648920-2017-00504, 001822565-2017-05469.

Event description:
It is reported that a patients hip arthroplasty was revised due to metallosis, pain, and implant wear. No further information is available.